Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: on examination, the bolus button cover was noted to be punctured and was unresponsive. The audio bolus button cover was removed and revealed moisture corrosion on the button contact. Investigation confirmed the complaint. The audio bolus button has no effect on insulin delivery to the patient. The ok, up arrow and down arrow buttons were also unresponsive due to the issue of the audio bolus button.